Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and its blades could not be manually separated due to visible debris between them. The debris were mechanically removable and, when scratched with a pick, it did not exhibit pitting or material degradation, indicating surface contamination rather than corrosion. After cleaning and removal of the contamination, the blades were able to be separated. Additional observation(s) : the instrument was found to have blade damage. Small chips were observed along the blade edge, which interfered with complete blade closure. This mechanical damage is considered a secondary condition and is independent of the contamination observed during initial inspection. The probable root cause of having dry bio debris is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques used in reprocessing, which may include prolonged exposure to contaminants prior to cleaning or insufficient flushing during reprocessing. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the blades of 8 mm monopolar curved scissors (mcs) instrument would not close. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.